Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter stuck too much and there was too much glue. It was also stated that the problem was previously encountered in another box which did not have a lot number.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure could be due to "operator error." It was unknown whether the device had met specifications. The product used for the treatment, but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found inadequate as it did not include the instructions on how to properly apply and remove the male external catheter and to avoid negatively affecting the male external catheter adhesive. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the male external catheter stuck too much and there was too much glue. It was also stated that the problem was previously encountered in another box which did not have a lot number.